Manufacturer narrative:
(B)(4). Patient data traceability relying on (B)(4) files and (B)(4) identification used. (B)(4) is a repackager of the nonin 3150 pulse oximeter, that is included in the nox t3 system. The legal manufacturer of the finished device is nonin medical inc. That has been notified of the reported event. The suspected device has been sent directly from (B)(4) (the importer and distributor) to nonin medical (the finished device legal manufacturer) for further evaluation. (B)(4) has evaluated the information related to this reported event and came to the conclusion that the incident is not related to the repackaging of the nonin 3150 pulse oximeter performed by (B)(4). Any further reports will come from nonin medical the finished device manufacturer.

Event description:
The customer reported one of their patients complained of a burning sensation after wearing the nonin 3150 pulse oximeter for approximately two hours during an in home sleep study. The patient removed the device and found that the area on the patient's skin under were the batteries are inserted had redness and a blister. The patient went to urgent care and was treated with an antibiotic and a cream for the burn. The device was returned to the customer by the patient and the patient was sent to a clinic for the completion of the sleep study.